Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: facility reported: the blade is blocked and it is impossible to unlock. There was no part in the patient, no consequence on the patient; the incident did not require further treatment, no delay of surgery. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Hwc: additional code. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.